Event description:
It was reported that the patient completed radiation therapy and while there was no apparent power on reset the patient information is blank. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.